Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer performed troubleshooting on their own and did not observe insulin dripping out of the infusion tubing. The customer performed a supply change to address the occlusion alarm. Additionally, the customer received an altitude alarm. The altitude alarm was ultimately cleared. Tandem technical support educated the customer in regards to the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.